Manufacturer narrative:
H4: the lot was manufactured between june 1, 2023 and june 2, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The medicated solution "can't flow out." This occurred before patient use. There was no patient involvement. No additional information is available.